Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would reset and was not available for use. There was no pt use associated with the event.